Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trend and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload was pre-fired and engaged in interlock. The jaws of the reload were open. The reload was loaded into a post market vigilance instrument for functional testing. The interlock was overridden and the reload was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during a total gastrectomy/roux-en-y procedure, the device stopped firing at the proximal end of the jaws. The device was replaced and successfully used with the stapling handle to complete the case. There was no issue with loading the device prior to or with the new reload after the issue. The surgical time was extended by less than 30 min with the patient being reported as having no problem. Additional tissue resection was not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use. No reinforcement material was in use with the device at the time of the issue.